Manufacturer narrative:
(B)(4): vision not corrected as expected. (B)(4).

Manufacturer narrative:
Evaluation method - medical review. Results: review of this file indicates that the patient has a pre-existing astigmatism equal to 1.50 diopters. The myopic icl does not have any astigmatic component and does not correct for astigmatism. It may be possible, that the vision is not corrected fully because of the patient's astigmatism. Since it is unclear what problems this patient is experiencing, an MDR should be filed. (B)(4).

Manufacturer narrative:
The patient post-treatment follow-up form at 24 months was received and the patient stated "a cataract had formed. Cataract surgery to remove the lens." Additional information was requested from the surgeon but not yet obtained. If any additional information is received a supplemental medwatch will be submitted. (B)(4) - cataract. Evaluation method - medical review & lens work order. Results: a lens work order search revealed there were no similar complaints found within the work order. Anterior subcapsular cataract is a labeled complication in the implantation of an icl. Cataract extraction may be necessary if vision is compromised, to preclude increase in severity of the condition. If the condition is non-progressive, the surgeon may opt to leave the icl, especially when there is no decrease in visual acuity. In the us FDA clinical trials, approximately 6% to 7% of eyes developed anterior subcapsular opacities at 7 years following icl implantation, but only 1%-2% progressed to clinically significant cataract during the same period. Cataract extraction was performed in this case which resolved the problem. Conclusion (unable to confirm): based on the complaint history, work order search and medical review, we were unable to determine a specific root cause of the event. (B)(4).

Event description:
The surgeon inserted the micl12.6 implantable collamer lens on (B)(6) 2011. A patient post treatment follow-up form at 6 months was received in which the patient stated "my vision is not as corrected as I expected." Additional information was requested but not yet received. If any additional information is obtained, a supplemental medwatch form will be submitted.